Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the needle was examined under 10-x magnification for attribute defects and none were noted. However, there are marks on the body and at the edge of the barrel. The hole of the needle was examined under 20-x magnification for suture remnant and none was noted; the bottom of the hole is visible. The needle had a normal swage. It was determined that the suture did not have a sufficient swage to support the attachment causing it to separate from the needle.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2011.conclusion (B)(4): the actual needle was returned and further technical analysis of the returned sample was performed. It was determined that the needle was grasped in the swage area and the needle holder slipped off the back of the needle damaging the suture, which resulted in the suture separating from the needle. Additional conclusion (B)(4): representative samples of the product were returned and tested for needle pull tensile strength and the results obtained were above the requirements.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.additional conclusion: representative samples of the product were returned and tested for needle pull tensile strength and the results obtained were above the requirements.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011. During the procedure, after the suture with a needle was initially placed on the field it was found that the suture did not have a needle attached. An x-ray was ordered intraoperatively and it demonstrated that the needle was in the left pelvis. The needle was subsequently found in the muscular layer of the lower uterine segment and was removed surgically.